Event description:
It was reported that alerts triggered for high undefined impedance on both of the right ventricular (rv) lead's defibrillation coils. Impedance on both coils as well as pacing impedance was noted to be erratic. One of the coils was reported to have cracked. One of the coils was turned off and the lead was capped and replaced. It was also reported that the left ventricular (lv) lead exhibited high erratic impedance when configured with one of the coils. The lv lead was replaced during the procedure as the physician felt the lead placement was suboptimal though the lead was also reported to have non-specifically deteriorated. It was further reported that the physician confirmed that the rv coil had high impedances as the svc coil had been turned off and the rv coil continued to have high impedances. The physician also confirmed that there was nothing mechanically wrong with the lead; it was simply place in the coronary sinus body anterior lying in a possible diagonal vein and thought a different lead and position would work better physiologically for the patient. It was further reported by the patient that their previously replaced rv and lv leads had corroded. The patient was now experiencing increased heart failure symptoms. The physician believed that the newly placed left ventricular (lv) lead was not positioned for "true left bundle branch block (lbbb)". It was additionally noted that the previously capped rv lead experienced a confirmed fracture. A second revision procedure was performed to explant the previously capped rv lead, and explant and replace the recently implanted lv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.